Event description:
The device was used during thoracoscopic bi-lateral lung procedure. Reportedly, the instrument did not fire. The surgeon applied another device. The hospital has reported that no pt injury occurred.